Event description:
During evaluation of a returned spectrum iq infusion pump, the device had one button on keypad that got stuck intermittently. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device had one button on keypad got stuck intermittently. The cause was identified to be a failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.